Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that health care professional (hcp) put the patient on an hd program and informed the patient that he wants him to utilize the program 100% of the time until next visit. Hcp also instructed the rep to lock the upper setting so patient could not be overstimulated. It is unknown if the stimulation/ therapy issue is resolved until the next follow up visit. Hcp had set up a follow up date with the patient. It was unknown what caused the patient's controller to not respond when buttons were pressed. This information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep), healthcare provider (hcp), and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient's therapy does not seem to be working for him. The patient reported the therapy was turned on (B)(6) 2018 and he had adjustments on (B)(6) 2018 and since then the patient's therapy has not worked, his back was on fire after sitting in a vehicle for 2 hours and his legs are dropping and jumping and that it is waking him up at night. The patient stated he called the healthcare provider's (hcp) office and they said the rep is not coming to their office until (B)(6) 2018. The patient's programmer shows that stimulation is on, and the patient has the ability to change groups. The patient said he increased the stimulation to 8.0 and he cannot feel stimulation and does not get relief. The patient said he only has one group and one program, group a program 1, at 1.6v. The patient is very unhappy with his therapeutic results and chronic pain relief of their spinal cord stimulator. The patient was asked to try to adjust setting and patient said nothing is happening when he presses the p1 nothing happens on the screen. The patient confirmed therapy is on, ins is at 90%, and recharger is 100% charged. No further complications were reported. No additional patient symptoms were reported.